Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the e-100 generator involved with this complaint to perform failure analysis. The unit was analyzed, and the reported failure was replicated. This unit was installed onto the test system and failed testing. The power led turned red and bipolar led did not turn on, could not cut/seal. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the e-100 to resolve the issue. The system was tested and verified as ready for use. Isi has received the e-100 involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the led was red on the power button of e-100. At the beginning of the surgery, the e-100 worked perfectly, but after it showed a red led status. Prior to calling technical support the customer powered off the e-100 using the breaker at the backside and removed the instrument, which didn't solve the issue. To continue with the surgery, they used a vessel sealer instrument on the erbe generator. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the error logs and found no errors. The isi tse guided the caller to reboot the e-100 module with a hold-down power button for 3 seconds, but the fault reoccurred. The tse asked the customer to remove the power cable and try again, but the issue persisted. The isi tse explained to the customer that a red status led indicates a non-recoverable fault and e-100 needs to be replaced. The procedure was completed as planned with no reported injury.